Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer had failed to open while the customer was trying to issue medication for a patient, customer had remoted in and found that drawers 03 and 04 were highlighted in yellow under setup zones, and a technician needed to be sent out to fix the drawer issue. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that the drawer controller board was bad and replaced the drawer controller board. The fse contacted medbank team to configure the drawers and configured to resolve the issue. The system functioned as intended after the field service engineer repaired the device.